Event description:
Pt is dialyzed via a left arm graft at a blood filtration rate(bfr) of 400-450 ml/min with an average fluid loss of 3 kilograms. For this treatment the bfr was at 450. Soon after the treatment started, blood was noted leaking out of venous side of the cartridge. The treatment was stopped. Pt lost 250 cc of blood because the integrity each of the cartridge system. No other injury noted.